Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device found that there was a plastic liner from the guide catheter entangled with the coil. The returned rotawire was removed with resistance due to kinks present. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. A borescope was used to view the inner diameter of the returned guide catheter. Inspection found that there was plastic liner damage on the inner diameter of the returned guide catheter confirming the liner on the coil was from within the guide catheter. When the rotapro system was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled.

Event description:
It was reported that foreign material was noted on the burr. The target lesion was located in the mildly tortuous and heavily calcified right coronary artery (rca). A 1.50mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, upon removal, the burr stalled in dynaglide mode inside the guide. The burr and the wire were removed together and there was plastic foreign material noted on the drive shaft. The vessel was rewired and the procedure was completed. There were no patient complications.

Event description:
It was reported that foreign material was noted on the burr. The target lesion was located in the mildly tortuous and heavily calcified right coronary artery (rca). A 1.50 mm rotapro was selected for percutaneous coronary intervention (pci). During the procedure, upon removal, the burr stalled in dynaglide mode inside the guide. The burr and the wire were removed together and there was plastic foreign material noted on the drive shaft. The vessel was rewired and the procedure was completed. There were no patient complications.